Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was implanted with an afx2 bifurcated stent graft, vela suprarenal, vela infrarenal, and three (3) limb stent grafts on (B)(6) 2016. The secondary case for this patient was completed on (B)(6) 2017 for an unknown reason and the patient was implanted with an afx limb stent graft.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; secondary evar repair. Additional findings establish there was a persistent indeterminate endoleak at the end of the implant procedure, 3 months post implant also showed coiling of the ima along with sac growth post implant of the additional limb stent in january 2017. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system

Event description:
Secondary procedure carried out due to an indeterminate endoleak.